Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and fentanyl (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported the patient was looking for a new physician. The patient had moved and also they were not happy because the doctor continued putting the patient on antibiotics instead of trying to find out where the infection was. It was noted for years and years (asked event date unknown), the patient continued getting infection after infection and complained of pain that was on the hip and belly area. It was thought that the pump was in the back area. The reporter was not sure if the infection was from or around the pump or the scs system. The patient was brought to the emergency room (ER) five times just in (B)(6) 2021. It was reported they kept telling them the white blood count was high and they gave her antibiotic's and sent her back home. It was noted the patient¿s "nitrates were way off the scale and they were talking "sequiculaule' or something like that being off". The patient was redirected to their healthcare provider to further address the issue.